Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "lymph nodes in the right armpit are tender".

Event description:
Patient representative reported right side itching and pain, increasing tightness across the chest area, swelling on the side of the right breast, lymph nodes in the right armpit are tender, hardened, and encapsulated. Additionally reported were mental pain, anguish and scarring which have been deemed not related to the device. The device has been explanted.